Event description:
It was reported the customer had a no delivery alarm during a manual prime. Customer's blood glucose was 119 mg/dl. The customer stated they were unable to troubleshoot for the alarm because it was a past event. Customer also requested to have their sensors and infusion set replaced. It was found the customer's sensor was not communicating with their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.